Event description:
A respiratory therapist from the home healthcare company reported, "received call from mom stating vent "shut off" and she was unable to turn vent back on. Mom reported screen blank and no alarms. Upon arrival to home, pt stable - no distress. Vent external power led on. Attempted to power on, no success. Exchanged vent and disconnected power source. Vent powered on when disconnected from power source". The inop alarm was not activated. No allegation of vent causing harm.